Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-3641sp-1, self-punching 2.6 knotless fibertak® anchor, was implanted however, when the repair suture was being passed through the knotless mechanism, the tigerwire shuttling suture's looped end broke off leaving the repair suture unable to be converted through the anchor. This was detected during a mcl reconstruction procedure on (B)(6) 2026. The procedure was completed successfully as a new anchor was opened and used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.